Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock in two different episodes. In both episodes low amplitude, myopotential and t-wave oversensing was observed. A follow up was performed for troubleshooting, during this follow up it was determined that none of the vectors were available for reprogramming. It was mentioned that the system was implanted after the patient failed the initial screening and the implant of the patient was due to a clinical/patient related decision. Technical services provided troubleshoot options and further patient evaluation. A potential system replacement for an implantable cardioverter defibrillator (ICD) system was discussed. At this time, this system remains in service. No further adverse patient effects were reported.